Event description:
Customer reported the insulin pump alarmed no delivery while trying to deliver a bolus. Blood glucose value is 232 mg/dl. Troubleshooting was not performed as the customer got disconnected and could not be reached. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.